Event description:
Stent introduced into aorta. Unable to pass bifurcation; removed and stent came apart outside of patient. No foreign body in patient; checked stent for completeness. No patient harm.